Manufacturer narrative:
D3/h3: product available to stryker: updated. D10: returned to manufacturer on: updated. H3: device evaluated by mfg: updated. H3: summary attached: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the analysis of the returned device, it was revealed that the catheter distal tip was broken and flattened. The functioning test was not required as the defect was visually confirmed. As per the additional information, there was resistance at the final moment when the subject catheter had just come out of the carrier. As a result of this resistance, the surgeon noticed the breakage. Also there was tortuosity noted. It is probable that the tortuosity caused the friction experienced and the subsequent damage to the device. A probable cause of procedural factors will be assigned to the reported and analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the distal tip of the catheter broke and detached while the catheter was in an artery. The detached tip was retrieved later with retriever. Additional information received on 12-nov-2019 reported that resistance was felt when advancing the catheter and the physician noticed the breakage due to the resistance. The procedure was completed successfully after replacing the device and no clinical consequences reported to the patient.

Event description:
It was reported that during the procedure, the distal tip of the catheter broke and detached while the catheter was in an artery. The detached tip was retrieved later with retriever. Additional information received on 12-nov-2019 reported that resistance was felt when advancing the catheter and the physician noticed the breakage due to the resistance. The procedure was completed successfully after replacing the device and no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. It is probable that the friction experienced was caused by the tortuousity of the patient's anatomy, causing the device damage. Therefore, a probable cause of procdural factors will be assigned to the reported event, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the distal tip of the catheter broke and detached while the catheter was in an artery. The detached tip was retrieved later. No clinical consequences reported to the patient. No further information is available for now.